Event description:
It was reported that during a procedure using a quantum 2 controller, the controller stopped working properly. The procedure was then completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The complaint is verified and the root cause was determined to be an electronic component failure. During functional testing, there was no voltage output, most likely due to a premature failure of an electronic component inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller at the customer's facility. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. A premature failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.